Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# l82265, implanted: (B)(6) 2000, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (unknown concentration at 30 mg/day) via an implantable pump. The pump's indications for use were noted as non-malignant pain and failed back surgery syndrome. The patient reported that he went through withdrawal when the pump battery died. The patient also stated that the catheter was kinked prior to the replacement; he did not know what exactly was done with the catheter issue, but he did have surgery and the pump was replaced. The date provided is an approximate date. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.